Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 (summary) and h6 (clinical code).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 curved, after the t2 deployment when the physician proceeded to tense the system in order to reduce the meniscus rupture, the reduction suture was loose and the whole system was lost. Both ts implants were left inside the patient. The procedure was finished without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the specifications test found that the implant bridge strength must exceed 11.805 lbf. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 curved, after the physician did the second point of the fast fix and proceeded to tense the system in order to reduce the meniscus rupture, the reduction suture failed and the whole system was lost. All pieces were removed. The procedure was finished without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).